Manufacturer narrative:
Based on the information provided we are unable to determine the cause of the reported post-op complications alleged to have been experienced by the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification. As such there is no indication the device supplied to the user, (sterile single use) was the cause of the reported medical complications. (B)(4). Infection, fistula and adhesion are known possible complications of surgery and are listed in the adverse reaction section of the instructions-for-use. Regarding infection the warning section of the instructions-for-use states, " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. Note the dates of event and explant are estimated based on the information provided. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: the patient was implanted with composix kugel hernia patch on (B)(6) 2009. The mesh was fixated with a non bard/davol fixation device. Following implant the patient began to present with pain and various sub-occlusive crises. In (B)(6) 2011 the patient underwent intervention with diagnosis of intestinal subocclusion adherence syndrome. In (B)(6) 2014, the patient had several episodes of right inguinal pain and the appearance of an enteric fistula. In (B)(6) 2014 the patient underwent a third operation to remove the previous prosthesis (composix kugel patch). Due to "another infection of the prosthesis" there was intervention in (B)(6) 2015 "and anyway with an infectious state maintained by the non-absorbable residual mesh. (Composix kugel patch)." There were specialty visits following in 2017 "where new and different fistulas were re-established until (B)(6) 2018, when the patient was informed of the need for another surgical intervention.